Manufacturer narrative:
Event summary: it was reported by a distributor that foreign matter was found sealed into the packaging of a guardia access embryo transfer catheter. This was discovered prior to any use by the user facility on a patient. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, and specifications and a visual inspection of the device were conducted during the investigation. One unopen package containing a guardia¿ access embryo transfer catheter was returned for investigation. Visual examination of the unopen package confirmed particles of black foreign matter of unknown origin loose inside the package. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device specifications. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that this failure can be attributed to a packaging event. Retraining of the personnel responsible for the quality control of this device was requested, but the operator no longer works for cook. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported by a distributor that foreign matter was found sealed into the packaging of a guardia access embryo transfer catheter. This was discovered prior to any use by the user facility on a patient.